Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the ventilator boots up when the alternate current (ac) mains switch is in the off position. The se reseated the spi cable to correct the issue. Extended self test (est) and short self-test (sst) were not required, the se performed all calibrations, and self tests run as per manufacture's recommendations.

Event description:
It was reported that, a 980 ventilator was turning on by itself. The ventilator was not in use on a patient at the time the event occurred.